Manufacturer narrative:
Additional information related to motor error has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer received motor error several times on the insulin pump and hitting act and esc buttons to clear it.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had error message. The customer¿s blood glucose level was 194 mg/dl at the time of the incident. Customer reported they were unable to describe the possible damage to the drive support cap. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No motor error alarm noted. Motor passed motor test. The drive support disk was inspected and no anomaly noted.